Manufacturer narrative:
The lead remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was noted to be dislodged on the post-operative x-ray. The patient underwent a second procedure to reposition the lead. The lead appeared to remain in position after the second procedure. No adverse patient effects were reported.